Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was a power on reset (por) code seen. The therapy had stopped due to por. It was reported that it was an informational por. It was unknown if the por was due to an overdischarge event. The patient reported that she wasn¿t seeing the lightning rod on the recharger screen when she was charging. The patient was assisted in clearing the por with the patient programmer. The patient cleared the por and reported that the therapy was adequate. The patient reported that the ins was 75% charged. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the issue was resolved. The patient stated that she got the lightning bolt back.